Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This patient was seen at the 7 day follow up. The site was red and excoriated. One area left of puncture site of biomonitor was weeping slightly. Patient does have an allergy to tape. Steroid cream (truancubikibe 0.1% ointment) was prescribed. Patient was seen one week later. Area was looking better and less red. Checked again at 90 day visit and was completely healed.